Event description:
It was reported that synchromed ii pump device was removed due to "exposed hardware". The pump contained baclofen at the time of the event. Device was explanted on (B)(6) 2010. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The synchromed ii pump model #8637-20 serial #(B)(4) has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.